Manufacturer narrative:
H6 device code: "material integrity problem" was removed.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, on the third inflation, the balloon exploded, and the protector tip was damaged. The procedure was completed with another of the same device. There were no patient complications reported, and the patient condition was good post-procedure. It was further reported that there was no damage or protector tip problem, and the balloon ruptured at nominal pressure and seconds. The device was removed from the patient successfully.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, on the third inflation, the balloon exploded, and the protector tip was damaged. The procedure was completed with another of the same device. There were no patient complications reported, and the patient condition was good post-procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, on the third inflation, the balloon exploded, and the protector tip was damaged. The procedure was completed with another of the same device. There were no patient complications reported, and the patient condition was good post-procedure. It was further reported that there was no damage or protector tip problem, and the balloon ruptured at nominal pressure and seconds. The device was removed from the patient successfully.

Manufacturer narrative:
H6 device code: "material integrity problem" was removed. Device evaluated by MFR.: nc emerge mr, ous 2.50mm x 8mm balloon catheter, was returned for device analysis. A visual and tactile inspection of the device found no issues in hypotube shaft and distal extrusion. A microscopic examination of the balloon material identified a tear in the balloon from the proximal to distal markerband. Microscopic examination of the proximal and distal markerbands identified no damage. Tip showed no signs of damage.